Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid 30mg/ml at 12mg/day via an implantable pump. The indication for use was non-malignant pain. The patient went to the ER (emergency room) with complaints of pain, unable to urinate and acute paraplegia. The patient was symptomatic. An MRI confirmed a granuloma at the catheter tip t7. The granuloma was surgically removed and the pump and catheter were explanted. At the time of the report it was unknown if the issue was resolved.

Manufacturer narrative:
Analysis of the catheter revealed catheter body damage to transition tube, catheter body compressed area. Corrected information: results code no longer applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.